Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. D2b: additional pro code selection that applies to the indication of this device - qrb.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs patient underwent an elective implantable pulse generator (ipg) replacement procedure due to magnetic resonance imaging (MRI) reasons. The ipg was retained due to hospital policy and will not be returned for analysis. Postoperatively, the patient was doing well.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event d2b: additional pro code selection that applies to the indication of this device - qrb.